Manufacturer narrative:
The returned implantable lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Subsequently, this rv lead was explanted and replaced successfully. Additionally, during the lead revision it was found that this rv lead was fractured. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Subsequently, this rv lead was explanted and replaced successfully. Additionally, during the lead revision it was found that this rv lead was fractured. No additional adverse patient effects were reported.